Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion test. The insulin pump primed properly. The insulin pump passed the error test. No alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump did not move past priming, alarmed no delivery, alarmed unexpected restart, and had an unresponsive keypad. The customer's blood glucose was 96 mg/dl. The customer was unable to garner a response from the esc and act button. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.